Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. (B)(4).

Event description:
Subject i.d: (B)(6). Associated study: (B)(6). Clinical adverse event received for abnormal radiographic evaluation ¿ progression of osteolysis in the acetabulum as well as around the greater trochanter. Event is not serious and is considered moderate in severity. Event is related to device and is not related to procedure. Doi: (B)(6) 2008, doe: (B)(6) 2018. (Right hip). Awaiting revision.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.